Event description:
The feedback suggests that the customer has been experiencing separation at the joint of the female luer adaptor and the clear main body.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Conclusion: the customer¿s report of separated smartsite body was confirmed. Visual inspection of the returned set noted the female luer adaptor (fla) of the smartsite separated from the clear casing. Functional testing of the set was not performed due to obvious damage. Although it is not possible to determine a definite root cause for this issue, stress fractures were observed to the clear component of the smartsite body, these have in the past been shown to result from the application of an external force. This force when combined with the application of alcohol to the smartsite body can result in similar breakages. The alcohol can weaken the outer surface of the part, and micro-cracks can develop during the stresses applied during engagement and disengagement of a syringe or male luer.